Event description:
I have completed a total of three (3) treatment sessions with smile direct club (sdc), including two (2) reevaluations as recommended by the licensed treating doctor. A semi- annual routine checkup was conducted was conducted today by my primary orthodontist, and there is some concern regarding a malocclusion resulting in a misaligned bite and jaw pain. The product was also manufactured in such a way that the aligner continuously cut into the gums. On several occasions, I have requested communication with the licensed treating doctor assigned to my treatment plan. I have yet to have any communication with the licensed professional since the beginning of my treatment in (B)(6) 2018. I have contacted sdc regarding this matter and my concerns, but I am not receiving direct communication from the licensed professional that resides in another state. The only from of communication that I have been involved in is with the customer service representatives. The last communication with sdc was on (B)(6) 2019, and I have not heard back since this date. As mentioned above, I now have additional concerns after visiting with my primary orthodontist. It appears that the treatment has ended with a malocclusion and further misalignment of the teeth, jaw, and overall bite. The only solution proposed from the sdc team is to have the licensed doctor reevaluate my case. As mentioned above, I have previously completed two (2) reevaluations in which the outcomes were similar and sdc did not address the concerns or issues that were initially agreed upon at the beginning of my treatment plan.